Manufacturer narrative:
It was reported that the magnet was explanted on (B)(6) 2018. The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions, redness and pain at the magnet site are known complications with baha attract. The report frequency for these complications is being monitored under cbas complaint and MDR data monitoring plan and this event is added to this monitoring. This event is added to this monitoring.

Manufacturer narrative:
This report is submitted on september 20, 2017. (B)(4).

Event description:
It was reported that the patient experienced skin irritation and necrosis at magnet site and was subsequently treated with oral antibiotics (date not reported). Clinical management of the patient is ongoing.